Manufacturer narrative:
The marathon catheter was returned for analysis without the guidewire as it was discarded at the site. Approximately 0.6mm of the distal tip and the marker band were found missing from the catheter. The location of the missing segment and the marker band are unknown. The tubing material at the broken end was found to exhibit jagged edges, stretching and necking. Which indicates that the catheter broke when exceeding the tensile strength of the tubing material. It is possible that the reported resistance during insertion with an incompatible guidewire and the shaping of the catheter tip may have contributed to the marker band dislodging causing the catheter tip to become separated. Based on the device analysis and the reported information, the report of ¿catheter resistance¿ and "marker band dislodged" were confirmed. The traxcess guidewire has a distal outer diameter (od) of 0.012¿ and a proximal od of 0.014¿; which is not compatible with the marathon catheter. The distal tip and marker band of the catheter were found separated and missing. User error may have contributed to the reported issue, as the physician continued to advance the guidewire despite resistance. Per the marathon instructions for use (IFU): ¿the marathon is a flow directed microcatheter that can optionally be used with hydrophilic, 0.010" or less sized guidewires. The marathon is not compatible with non-hydrophilically coated guidewires greater than 0.010" outer diameter. Never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation. Remove shaping mandrel from card and insert into distal tip of the catheter. Carefully bend catheter tip and shaping mandrel to desired shape. Shape the catheter by holding the shaped portion approximately 1 inch (2.5 cm not less than 1 cm) from the steam source for about 20 seconds (do not exceed 30 seconds). Allow catheter tip to cool in air or saline prior to removing mandrel. Remove mandrel from catheter and discard. Multiple shaping is not recommended. Inspect the tip for any damage that may have resulted from steam shaping the catheter. If any damage is found, do not use the catheter.¿ the lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture.

Event description:
Medtronic received report that during the navigation, the microcatheter radiopaque marker could not be seen under angiography. It could not be identified at what point the marker went missing or where the missing marker was located. The procedure was completed with the use of new marathon and one coil was implanted. The anatomy was reported to have been slightly tortuous. No adverse event was reported. The catheter tip was shaped by hands, the mandrel was not used. There was no report of friction or difficulty during the delivery of the catheter when navigated through the anatomy. There was report of slight friction when the guidewire was inserted into the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.